Event description:
Information received from the field notes that the patient "has not presented much intrinsic" rhythm during testing. The phys ician was not able to interrogate the device and was unable to obtain telemetry.